Event description:
It was reported that the patient's pocket site was burning her all the time, even when the stimulation was off, and the device would not hold a charge. The patient's entire system was explanted last night, with the device to be sent back to the manufacturer for analysis. The manufacturer representative did some reprogramming a few months ago, but the patient was not using the device at all just prior to explant. Subsequent information received reported that there was no interrogation of the device as there was 'no response from device.' It was noted that the battery depletion was not normal. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found that the battery had reduced capacity due to overdischarge. There were no significant anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.